Event description:
It was reported that during a knee procedure the impactor fractured during femoral placement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impactor pad confirmed that it is fractured. The device also exhibits repeated signs of usage. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.